Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon observed the clips failed to hold. The clips did not remain closed at a fixed position. Procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: "it was described to me that upon initial firings of the first device, clips failed to close effectively and failed to hold onto a fixed position on tissue. That was when the second device was opened and used. Upon initial firings of the second device , clips again failed to close and failed to hold onto a fixed position on tissue . That was when a third device was opened and used and the clips from this third device closed successfully . The two devices with the failed clips described above will be returned."

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, and ejected the remaining clips due to the condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.